Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin irritation at the implant site resulting in an infection; the patient was treated with oral antibiotics (date and duration not reported). Subsequently on (B)(6) 2015 the patient underwent revision surgery to have the abutment removed and a magnet implanted. The implanted device remains.